Event description:
Reportedly, a white unk material, about 5 mm long, was observed during priming. F/u indicated that the unk material possibly found in the tubing or the IV. Sales rep indicated that ti could move with saline in the tubing. No pt complications.

Manufacturer narrative:
Device not returned.